Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for a thoracic aortic aneurysm and aortic dissection using gore® excluder® aaa endoprostheses and a gore® tag® conformable thoracic stent graft with active control system. On an unknown date at the follow-up CT angiography, a distal type I endoleak was suspected, originating from an aortic extender endoprosthesis that was implanted during the procedure on march 17, 2021. As two aortic extender endoprostheses were implanted, it is not known which component is alleged to be responsible for the type I endoleak. On (B)(6) 2021, a reintervention was performed. No clear endoleak into the aneurysm sac was detected during the procedure. Two stent grafts were additionally implanted in the distal side. The patient tolerated the procedure.